Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the ultrasonic lens and the ultrasonic probe and the ultrasonic lens peeling could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a gap between the acoustic lens and the ultrasound probe was noted, and it was observed that there was peeling of the acoustic lens. The customer's originally reported issue of a leaking jet channel was confirmed. The following additional findings were also noted: nut is loose due to wear of lock engagement lever, up/down knob cannot be locked securely, body control unit cover has discoloration, cylinder has discoloration, because guide pin of connector is missing water tightness is lost, sheet holder unit has corrosion due to water leakage, due to adhesive peeling on bending section cover insulation resistance value at distal end does not meet the standard value, due to peeling of acoustic lens displayed ultrasound image is defective, objective lens has a scratch, light guide lens has a chip, adhesive on bending section cover has a chip, connecting tube has a scratch, due to wear of angle wire the play of the up/down knob is out of the standard value, and due to wear of the angle wire the play of the right/left knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during reprocessing, it was discovered that their evis exera ii ultrasound gastrovideoscope device was leaking from the jet channel. Upon inspection and testing of the returned unit, it was discovered that there was a gap on the adhesive on the distal end of the device through which a stain entered the lens, that there was a gap between the acoustic lens and the ultrasound probe, there was a missing piece/chip on the probe unit, and the acoustic lens was peeled. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.